Event description:
As reported by the user facility: nurse had needle stick, the pt is positive for hiv/ hep c. Nurse started IV, laid used needle on bed; nurse picked up needle and carried it over to the sharps container. This container is round, opening is small and the container was almost full. Nurse placed needle in opening with needle end pointing towards her palm, and safety clip dislodged or moved to the side and nurse was stuck.